Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12522, 2938836-2019-12524. It was reported that the patient had infection of unknown origin. The dual chamber pacemaker system was explanted and a temporary pacemaker was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.